Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6) center. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8296903. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-10-30. Medical device lot #: 8270855. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-10-17.

Event description:
It was reported that two bd angiocath¿ IV catheter 22ga 1.00in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 381123. Batch no: 8296903, 8270855. Event description: dr. Had an incident with 2 angios of different lot numbers that had particulate matter coming off of the insertion catheter. Fortunately she caught this before point of use. We are in the process of removing thee angiocaths. Known affected lot numbers are: 8296903, 8270855.

Manufacturer narrative:
H.6. Investigation: bd received 2 unused 22 gauge angiocath units from lot 8270855 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of foreign matter (fm) on the catheter tip. The fm was collected and sent for ftir testing. It was determined to be teflon. Based off the visual inspection and testing the engineer was able to verify the reported defect. The root cause was determined to be the catheter tipping process. H3 other text : see h.10.

Event description:
It was reported that two bd angiocath¿ IV catheter 22ga 1.00in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no: 381123, batch no: 8296903, 8270855. Event description: dr. Had an incident with 2 angios of different lot numbers that had particulate matter coming off of the insertion catheter. Fortunately she caught this before point of use. We are in the process of removing thee angiocaths. Known affected lot numbers are: 8296903, and 8270855.